Event description:
Additional information received reported the left implantable neurostimulator (ins) and the left extension were re-implanted 2 days prior to report. The active left brain electrode was connected to the new extension and ins. It was further clarified that it was the patient's left ins, pocket adaptor, and extension that had been removed in (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n494124, implanted: (B)(6) 2015, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va02pxp, implanted: (B)(6) 2012, product type: lead. Product ID: 64001, lot# n468060, implanted: (B)(6) 2015, product type: adapter. Product ID: 3389s-40, lot# v497077, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) and manufacturer representative (rep) that the patient, who was implanted for parkinson's disease, had surgery on the day of report for possible explant of deep brain stimulator (dbs) system due to infection. The outcome of the surgery was unknown. No troubleshooting was performed as the issue was not device related. It was unknown what actions/interventions were taken. The issue was not resolved at the time of report. The hcp would have further information on the event 6 days after report. Additional information received 8 days later form the rep reported the left implantable neurostimulator (ins) and extension leading up to the left was explanted. The lead and portion of extension remain implanted on the patient's left side. The patient was being seen by infectious disease to determine the course of action. The patient did not have an infection but had a sizeable hold over his ins. Due to the device being exposed, the doctor opted to explant the device. Further follow-up was being conducted to determine what was the cause of the hole, what course of action was decided by infectious disease, what further actions were performed or planned, and had any diagnostics been performed. If additional information is received, a follow-up report will be submitted.